Event description:
It was reported that the patient was checked in to the intensive care unit presenting in stable vt (ventricular tachycardia) at a rate of 150 bpm. The physician ordered an interrogation in order to change the vt therapy zones. Upon interrogation, it was realized that the atrial lead had p-waves of 0.1 to 0.3 mv and high threshold. After examination under fluoroscopy, the atrial lead appeared to have dislodged, having pulled back and now pointing directly to the ventricle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758 lead, implanted: (B)(6) 2011. (B)(4).